Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users were unable to login to the station. A field service engineer (fse) noticed that the customer was experiencing issues with medication application not launching due to a database error. The issue was escalated to technical support specialist (tss), who requested a station re-image. After re-imaging, a faulty cubie was identified and removed. The fse then logged into the hardware test application, ran tests on the main unit and drawer 2.2, and confirmed all tests passed successfully. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user not able to login to the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.